Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that prior to a procedure, it was noted that the router was broken while opening the package. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.